Event description:
Event description guidant received information that during the elective replacement of a competitor's abdominal device, two guidant epicardial patch leads were capped and replaced due to significant impedance measurement changes. Shock impedances were measured at over 200 ohms.